Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential oversensing was noted via merlin.net transmission. Programming changes were recommended. It was also suggested to attempt to reproduce the oversensing with deep breaths or coughs. Clinician will assess the patient at the next scheduled check. Patient condition was fine and will be monitored.